Event description:
It was reported that the edge of the pocket incision never closed entirely and a revision was attempted on (B)(6) 2015. When a revision procedure was attempted, excess fluid was found in the pocket. It was determined that there was a break and leak in the catheter. The location of the catheter issue was the connector pin, pump segment. The actions required as a result of the event included a revision; a new pump connector was implanted. The product issue was resolved. The cause of the issue was reported to be that the catheter ends were not secure around the connector pin. The source of the leak was determined to be the connector pin in the pump pocket. The revision on (B)(6) 2015 resolved the issue of leakage into the pocket. The patient¿s status at the time of report was alive ¿ no injury. The pump was used to infuse fentanyl and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2016. The patient stated that a previous surgery ¿did not heal¿ because there was a hole in the catheter that was putting medication right into the incision site. It was reported that the hcp suspected an infection, tests were performed to rule out an infection, and it was determined that there was no infection. The patient stated that he had surgery in (B)(6) 2015 to have the catheter leak repaired. It had previously been reported that the patient was receiving fentanyl (6000 mcg/ml at 1487 mcg/day) and bupivacaine (unknown concentration and dose) via an implantable pump at the time of the event.

Event description:
Additional information was received from the patient on (B)(6) 2016. The patient reported that 4-6 weeks after a pump replacement surgery in (B)(6) 2015 because it was getting close to the end of the battery life of the pump, he bent over to pick something up and a quarter inch corner of his incision opened up. They thought that he had an infection, but the tests came back negative. It was then determined that there was a small hole in the catheter that was "spraying" fentanyl in that area, not allowing it to heal. So the pump was removed for three days while they allowed that pocket area to heal and then on the fourth day the pump was re-implanted. The incision was closed by a plastic surgeon that placed a few tubes to drain the pocket in case it was needed. A couple of weeks later all of the tubes came out. A couple of weeks afterwards, the remaining stitches were removed.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8711, lot# j11492r55, implanted: (B)(6) 2003, product type: catheter. (B)(4).